Manufacturer narrative:
Primary part and lot number updated to stem captured from previous report. Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
The patient was reported to have a femoral cortical perforation due to malposition of the device during surgery.